Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: syringe is unusable, brownish stains on the barrel and the wings of the syringes prior to opening the packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-sep-2022. H6: investigation summary one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the barrel has brownish embedded stains throughout the flange area and the cylinder of the barrel close to the flange. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review was completed for provided lot number 2117979. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: syringe is unusable, brownish stains on the barrel and the wings of the syringes prior to opening the packaging.